Event description:
During procedure while using 5mm clip, clip did not advance and jammed. Two more clips with same lot number were opened and also jammed. Fourth clip opened. Procedure completed and no harm to patient.